Manufacturer narrative:
The customer was contacted for the return of the product. The customer responded and stated the device will not be returned to zoll medical for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib fault 80", "defib fault 108" and "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.